Manufacturer narrative:
Manufacturers ref# (B)(4). Occupation: lab rt. PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "when the physician loaded the filter into the sheath, he loaded to the tactile bump and when he floured, the filter was already out of the end of the sheath. Thus, the physician had to deploy the filter there, but it was not in the appropriate position. At this time, the physician had to retrieve and replace it with a new filter." "The filter is at the end of the sheath. However in this case, it was already outside of the sheath with the secondary struts deployed. The doctor did not indicate any tilt." The filter was deployed / placed in the inferior vena cava. Patient outcome: the patient did require additional procedures due to this occurrence: "the physician had to stick the patient's neck (the internal jugular) for access to retrieve the filter". The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Manufacturers ref# pr290532 summary of investigational findings: when the physician loaded the filter into the sheath, he loaded to the tactile bump and when he floured, the filter was already out of the end of the sheath. Thus, the physician had to deploy the filter there, but it was not in the appropriate position. At this time, the physician had to retrieve and replace it with a new filter. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to instruction for use do not exert excessive force to advance the filter through the introducer system. There are adequate controls in place to ensure the device was manufactured to specifications. No product was returned for evaluation and no photos are available. The exact cause for the reported event is therefore unknown. However, it is possible that the user advanced the filter introducer longer/more than described in IFU, which could have led to the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.